Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular lead, loss of capture and high pacing impedances were exhibited during psa data analysis. The physician attempted to reposition the lead; however, the helix then failed to retract and extend, as intended. The lead was removed from the implant procedure and successfully replaced with another lead of same model type. No adverse patient effects were reported and the attempted implant lead is intended to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and stretched. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.